Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection was performed with naked eye and magnification which identified a damaged (oval) molded port. Functional testing of the device included leak testing, clear passage testing, clamp function testing and simulated-use testing. All functional testing performed was acceptable. The device was connected using the uv flash assist device during simulated testing, with no issues. The reported issue was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient experienced a connection issue between the uv flash transfer sets and the capd disconnect y set. This occurred during the connection of the uv flash transfer sets and the capd disconnect y set. There was no patient injury or medical intervention associated with this event. No additional information is available